Event description:
A pt's device battery was reported as dead. No pt symptoms or signs were reported. The device was explanted, and the pt's outcome was noted as having resolved without sequela on (B)(6) 2010. Previously it was reported on (B)(6) 2010, that the pt was noted to have lost stimulation 2 weeks ago, following the last recharge session which was conducted 1 month ago. It was noted that this issue was related to "subject non-compliance with recharging schedule", as the subject choose not to recharge their device and over discharge was suspected.

Manufacturer narrative:
(B)(4).